Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) shortly after it was first implanted. Further analysis revealed the lead dislodged, leading to muscle stimulation and the reported loc. As result, the lead was surgically repositioned. The lead remains in service. No adverse patient effects were reported.